Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed. One 4 fr sl powerpicc catheter were returned for investigation. A dark blue infusion cap was attached to the luer connector and the clamp was engaged. The catheter length extended up to the 2 cm depth marker. The distal segment of the catheter was not returned. The distal end of the catheter was microscopically observed. The catheter was observed to have a concentric shape. The split surface did not appear to be flush. A partial ring between the inner and outer diameters of the catheter was visible due to a gradual change in depth. Based on the characteristics of the split, the catheter was likely damaged during use; however, the exact source remains unknown. Possible contributing factors include sharp instrument damage and excessive tensile force. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient received a PICC on the 16th may and the PICC "snapped". It was stated the hospital is uncertain if the PICC was bitten, snapped or cut.

Event description:
It was reported that the patient received a PICC on the 16th may and the PICC "snapped". It was stated the hosptial is uncertain if the PICC was bitten, snapped or cut.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed. One 4 fr sl powerpicc catheter were returned for investigation. A dark blue infusion cap was attached to the luer connector and the clamp was engaged. The catheter length extended up to the 2 cm depth marker. The distal segment of the catheter was not returned. The distal end of the catheter was microscopically observed. The catheter was observed to have a concentric shape. The split surface did not appear to be flush. A partial ring between the inner and outer diameters of the catheter was visible due to a gradual change in depth. Based on the characteristics of the split, the catheter was likely damaged during use; however, the exact source remains unknown. Possible contributing factors include sharp instrument damage and excessive tensile force. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient received a PICC on the (B)(6) and a second on the (B)(6), both piccs "snapped". It was stated the hospital is uncertain if the piccs were bitten, snapped or cut. This report addresses the first PICC.